Manufacturer narrative:
The reason for this revision surgery was reported as an infection. The previous surgery and the revision surgery detailed in this event occurred 9 days apart. Initial or prolonged hospitalization was required. The healthcare professional indicated there was a serious risk to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The devices were disposed of at hospital and not made available to djo surgical for examination. This investigation was the second stage of a two stage process to alleviate a patient previous infection. This previous process consisted of the removal of implants that are present in the infected joint, then building a antibiotic spacer with new implant components. Since the patient started draining, the antibiotic construct was removed and new components were implanted as a new antibiotic spacer. This surgery was to remove an antibiotic construct and replace them with new components as a antibiotic spacer. There was no product problem and the surgery was completed as intended. Customer complaint history of the reported item showed no present trends or on-going issues that are needing a review. The root cause of this complaint was a revision surgery due to an infection. There was no new information regarding cultures identified in the infection, severity of the infection or any patient activities, accidents, or medical contraindications that may have contributed to the previous infection. This event is not the result of a product deficiency, failure or issue. The surgery was completed as intended and without incident. No further action is deemed necessary. Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Second revision surgery - old parts used as an antibiotic cement spacer. Patient started draining. Complete removal, irrigation & drainage and reimplantation of new spacer necessary.